Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 63 open 32g x 4 mm pen needle samples and one photo was returned from an unknown lot. No., cat. No. 320477. Visual examination of the returned samples and photo was carried out and it was observed that the non patient end of the cannula was broken on all sixty three samples. Due to the condition of the returned samples no clog test can be carried out. Investigation conclusion: visual examination of the returned samples and photo was carried out and it was observed that the non patient end of the cannula was broken on all sixty three samples. Due to the condition of the returned samples no clog test can be carried out. No DHR review can be carried out as lot number is unknown. Root cause description: as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd ultra-fine¿ pen needle was clogged and missing the non patient end of the needle. This occurred on 63 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: missing non-patient end needle. The patient complains about needle clogging. Affected sample was observed by bd associate and non-patient end needle was missing.